Manufacturer narrative:
Results: there were no related quality notifications. All process and final inspections comply with specification requirements. Ten samples were received the transfer straw and tube were tested using water. There were no issues removing the tube from the transfer straw, all stoppers were fully seated after removal. The cannulas from the transfer straw were also inspected for any visual defects, none were identified. Conclusion: although based upon receipt of this complaint we acknowledge that the customer has had an issue with this particular product, for plant evaluation purposes this complaint is not confirmed based on we were unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the returned sample. No corrective actions will be implemented at this time. We will monitor these defects for tracking and trending purposes. UDI #: (B)(4).

Event description:
It was reported that the stopper separated from a 4.0 ml 13x75 mm plastic c&s preservative tube and urine transfer straw during the urine transfer. No injury or medical intervention.